Event description:
International affiliate reports the patient underwent thoracic spine surgery, date unknown. During a later second surgery, the surgeon found a polyaxial screw from the earlier surgery had broken below the screw head. The device was explanted and replaced.

Manufacturer narrative:
Depuy spine has requested return of the device. A photo of the broken screw revealed that breakage occurred at the top of the screw shaft and just below the screw head. However, no conclusions can be made at this time. Review of the device history record found the lot met specification requirements when released to stock. No other complaints have been reported for this catalog number/lot number. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.